Event description:
Add'l info rec'd from MFR 9/20/99: the final analysis results for the device indicate a capacitor anomaly consistent with that contained in the remedial action exemption (rae) notification for model 7223cx. Please reference rae number e1999020. Total implant duration time for the device was approx 21 mos.